Event description:
It was reported that the patient re-entered the hospital from the operation on gastric sleeve. Due to pneumoperitoneum caused by bleeding in the staple line, a new surgical procedure was performed.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: could you please clarify if it was a leak or a bleed? It was a bleed how soon after the initial procedure did the leak or bleed occur? Immediately what diagnostic procedures were done to diagnosis the bleed/leak and pneumoperitoneum? None what was intervention was done? Reforzar con clips (reinforce with clips) an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.